Event description:
It was reported that during a cryo ablation procedure, the guidewire was kinked when advanced into the heart. The re could not be reintroduced back into the integrated needle/dilator to remove from the body. The guidewire was left in place and the integrated needle/dilator was removed. The dilator was ran through the sheath over the guidewire and was able to be removed from the body. A new integrated needle/dilator was used to continue the case. The transeptal puncture was completed. However, however, a puncture on the aorta was suspected. Fluoroscopy and echocardiogram were performed, and a small pericardial effusion was noted. Protamine was administered. The patient was stable with no change to blood pressure. The case was aborted without general anesthesia. The patient's hospitalization was prolonged as a result of this. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: lot #, expiration date, UDI - corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.